Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer found an "inverted septum" on the y-site during priming and reported it to their baxter (B)(4) sales representative. The customer noticed leakage from the septum during priming with saline solution. Nothing was connected to the septum. There was no patient injury. The actual sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that she obtained an error 2 message on her one touch ultra 2 meter. The patient mentioned that the error 2 message began on (B)(6) 2010 she was unable to test due to the alleged issue. The patient was not taking any diabetes medication at the time of the alleged issue. On (B)(6) 2010 the patient developed symptoms of frequent urination. The patient did not seek any medical attention or contact her physician for assistance. The patient was not tested on another device. This is not the first time the product is being used. The patient denied any misuse of the product. The patient retested with the customer care advocate (cca) over the phone and the issue was resolved over the phone. The complaint is being reported since the patient alleged she was unable to test her blood glucose due to the error 2 message and later developed symptoms suggestive of a serious injury.